Event description:
Per the clinic, a CT scan (date not reported) revealed the electrode array was extra cochlear. Subsequently, the device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed 02 sep 2015.

Manufacturer narrative:
(B)(4).